Event description:
An opthalmic surgeon reported the anterior chamber was unstable during irrigation aspiration (I/a) mode. The procedure was completed with the same system. There was no impact to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).